Event description:
The patient reportedly experienced intermittencies and has multiple open electrodes. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing revealed that the device was functional. Surgery to explant the patient's device or implant the contralateral ear is under consideration.